Event description:
It was reported that cag was done in patient with coronary artery disease and disease was found at the distal right coronary artery (rca). A bmw universal ii was placed at the distal part of the rca. Pre-dilatation was performed using a 2.5x15mm voyager balloon. The physician inserted a xience v 3.0 x 23 mm, but it failed to cross the lesion. The rca was dilated again by a 3.0 x 15mm voyager. The physician decided to use a xience v 3.0 x 18mm and it crossed the lesion. The result showed no stenosis and there was no patient complication. Though requested, no additional information was provided. Analysis revealed a separated proximal shaft.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the shaft, balloon, stent, and in the guide wire lumen. There was crystallized contrast on the shaft and in the inflation lumen. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified, which likely contributed to the failure to advance. The hypotube and jacket material were separated 23 cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were multiple kinks and bends noted to the stent delivery system (sds). It is likely an interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in a kink in the hypotube. Further handling could have contributed to the shaft ultimately separating. The reported failure to advance and noted hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.